Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 4 cubies were not opening and not connecting with patient orders. The customer reported that this malfunction made the user unable to pull medication and no delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the main drawer cubies did not open when pulled for patients. A technical support specialist dialed into the station and checked the event logs. No issues were found. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 4 cubies were not opening and not connecting with patient orders. The customer reported that this malfunction made the user unable to pull medication and no delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.